Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the device was fracture and the inner tube was not returned. Further analysis of the product determined that the material hardness, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while reassembling the znn retrograde and phoenix ankle nail sets, spd determined the self retaining screwdriver has a crack in the tip. Attempts have been made and additional information on the reported event is unavailable at this time.